Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. There was some evidence of blood. A functional test was performed on the device with reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "failure to deliver energy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 6 cautery would not come on at all when they started. A new kit was used to complete the procedure. There were no pt effects. The product was returned.